Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use a evercross to treat a plaque lesion in the superficial femoral artery. Embolic protection was not used. IFU was followed without issue. The vessel was not pre-dilated. The vessel was post-dilated. An everest was used for dilation. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Device was inflated with an everest. 50/50 contrast was used. It is reported removal difficulties occurred, but the device removed successfully in tandem without injury or intervention requried. The balloon catheter did not catch upon the sheath during withdrawal. There was no vessel damage. Procedure completed with a new 6x60 evercross. No patient injury reported.